Event description:
It was reported that the lens cleaning sheath was defective. The issue was found at the start of a therapeutic functional endoscopic sinus surgery, which was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found visible physical damage to the distal tip. Based on the results of the investigation, it is likely that the device failure is related to improper loading of the sheath onto the endoscope, by applying too much force to insert the endoscope into the sheath or pushing the scope too far down the sheath, deforming the tip post as the weld joint of the post to the sheath could not withstand it. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.